Event description:
It was reported that on (B)(6) 2013, while restocking shelves at user facility, they noticed that the part they ordered, 239.955 was not there. Instead, the incorrect part, 239.954 was there. This is a replacement item that was sent mislabeled 239.955 but the actual plate inside was incorrect, it was 239.954. There was no procedure or patient involvement. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without the original labeled bag produced by synthes, and since the product was removed from the original bag, no conclusion can be made regarding the complaint that the part may have been mislabeled. The DHR for this lot indicates no anomalies. All products are accounted for. All labeling is correct and correctly documented.